Event description:
Additional information from the patient reported the patient has an appointment with their healthcare provider in (B)(6). They noted that the adjustments done did resolve their symptoms of increased frequency and painful stimulation, however they are up most nights, every hour. The patient said there is not a 50% reduction in symptoms. They are good during the day, but nights are long.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that when she got her permanent implant put in, she had to turn it on herself when she got home. Patient stated when she came home with implant was off and she was getting the urgency but could not go to the bathroom. Patient services reviewed device has to be on for therapy to work. She felt her first stimulation with the permanent implant at 2.7v and left it on that setting. She stayed on 2.7v all day and then at night it was hurting her in her vaginal area. She did not feel stim in her lower back like she did with the trial. It was indicated that she took stim down to 2v and it was ok. She was told to increase stim if she starts going more and set it to 2.4v. She has had three nights where she was back like every hour going to the bathroom again and this was not bad as at night where it was crazy. She wanted to know if she should increase or decrease stim because she was on 4.7v for her tail. Patient stated yesterday was the only day she only got up 3 times the whole night. It was reported that she tried sleeping flat because she thought she was putting pressure on her bladder and that helped and made her sleep for a bout 2 hours. The patient's medical history included diabetic. Patient had surgery on her hand and her cataract removed. Patient stated this was not related to the device/therapy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.